Manufacturer narrative:
Event occurred in belgium. The returned test strips had expired. Therefore testing was not possible. Retention data provided.

Event description:
Reporter states, the patient received high results on the accu-trend sensor system. No values were reported. The patient reportedly received insulin based on these results and was taken to the emergency room. Once at the hospital, the patient tested 11 mg/dl on the hospital's device. No treatment information provided. Requested return of suspect system for evaluation. Customer was using expired test strips at the time of the event.